Manufacturer narrative:
Multiple attempts have been on 31dec2024, 07jan2025, and 14jan2025 made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low tidal volume alarm was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a low tidal volume alarm was displayed. The customer stated that the device was turned on and the low tidal volume alarm occurred. The customer wanted to inquire what would have caused the alarm. The remote service engineer (rse) informed the customer of the causes of the alarm. The customer then restored to factory settings then powered on the device. The rse then went over the device and alarm settings as well as tube setup and whisper swivel placement with the customer. The customer stated they would test the device and callback if further assistance was needed. The investigation is ongoing.